Manufacturer narrative:
The pump is in the process of being evaluated. A f/u report will be filed upon completion of the eval, or if any add'l details become available. This report represents all info known by the rptr at this time.

Event description:
The facility reported a fail code 810:04 during biomed testing. Although attempts were made by baxter, details were not available regarding add'l contact info, pt demographics, medication involved, or pump programming. The hospital rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.